Manufacturer narrative:
(B)(4). Concomitant medical devices: item number 650-1066 item name cer opt type 1 tpr sleve0mm lot # 3062944; item number 650-1056 item name cer bioloxd option hd32mm lot #unk; item number unk cup item name unk cup lot # unk. The device will not be returned for analysis as implant was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised approximately one month ago due to peri prosthetic fracture of the femur after a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Review of the device history records identified no (related) deviations or anomalies during manufacturing no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. It was reported patient fell and fractured the femur. However, without additional information a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.